Event description:
A report was received that the patient underwent a pocket revision due to pain and minimal discharge at the pocket site. The physician relocated the pocket and the patient was reportedly doing well following the procedure.